Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
The report is the result of a customer contacting baxter. The customer reported seeing precipitation in the ultrafiltration line during use. The precipitation was noticed after 24 hours of treatment, therapy continued for 3-4 hours and then was ended. No medication was injected into the accusol bags and no alarms were noticed before the event. There were no adverse events reported as a result of this incident.

Manufacturer narrative:
(B)(4). A review of the batch and complaint file was found to be acceptable. A trend review was completed and there was no significant trend. Analysis of samples for previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. A caution in use notification was issued to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance and reduce the likelihood of precipitate formation. This includes the evaluation of alternative raw materials including sodium bicarbonate. A number of trial batches using these alternative materials have been produced and are currently being evaluated.